Manufacturer narrative:
Multiple MDR's were filed in association with this reporting: 0001825034-2019-03542, 0001825034-2019-05098, 0001825034-2019-05100, 0001825034-2019-05103. No device was returned for evaluation. However, x-ray review confirms the reported event. Part and lot identification are necessary for review of device history records, neither were provided. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: "fractures are noted at the level of the glenoid threaded screw bases. The glenoid component is dislodged with respect to the anchoring of the screws and rotated counterclockwise by slightly greater than 90°. Remaining hardware with respect to the humerus component appears intact. No detected periprosthetic lucencies, although image quality is poor given that this is a topogram." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address glenoid fracture. X-ray review confirmed the reported material fracture. The glenoid component is dislodged with respect to the anchoring of the screws and rotated counterclockwise by slightly greater than 90°. Remaining hardware with respect to the humerus component appears intact. No further information has been made available at the time of this reporting.